Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The fse reconnected the display cable and the issue was resolved. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) display was blinking intermittently. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There was a trigger identified for the review period. The trigger has been addressed under a CAPA request and no escalation to CAPA is required.